Manufacturer narrative:
Based on the provided information and test performed on site the system was operating according to specifications, there is no indication of a malfunction of the mr system or coils used. . The combination of patient physical status (anesthetized obese patient) and scanning in contravention of instructions for safe operation, as provided in the IFU and during training (no padding between the patient and the bore, no patient ventilation), contributed to the initiation and severity of the injury.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer related to a heating incident with the quadrature body coil (qbc) on an ingenia 1.5t. The patient was positioned head first supine (tilted) and scanned for a lumbar spine examination. Skin reddening and blistering with a size of 3cm on the backside of the patient's left arm was observed shortly after the examination.